Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced erythema ("bright red face"), feeling hot ("feel very hot") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, weight decreased and nausea outcome was unknown and the erythema and feeling hot had resolved. The reporter considered erythema, feeling hot, medical device removal, nausea and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: erythema, feeling hot, medical device removal , nausea, weight loss. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added. Event weight loss and nausea were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced erythema ("bright red face") and feeling hot ("feel very hot"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the erythema and feeling hot had resolved. The reporter considered erythema, feeling hot and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.